Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with elevated blood glucose (bg) levels and diabetic ketoacidosis (dka). While in the ER, the customer was treated with manual injections and intravenous (IV) fluids then admitted into the hospital. During the hospitalization, treatment continued via intravenous fluids and manual injections then the customer was released the following day ((B)(6) 2015).